Event description:
The fe reported that the left monitor was flickering and unable to see the image. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site instigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.